Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed atrial lead exhibited over-sensed noise resulting in inappropriate mode switch. Lead damage was suspected. No intervention was performed. There were no patient consequences and will further be monitored.

Event description:
New information received noted that there was no damage noted on the lead. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
It was previously reported that lead damage was suspected, but new info received from the physician notes no lead damage.